Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was implanted on tuesday and they were trying to set up a program, but they were not getting the handset to pair. The patient was walked through how to connect. At first it showed device not found. The patient noted it was fully charged. They then had to turn on the communicator. The patient tried again and it showed device not responding. The patient tried again and they were able to connect. The patient programmer showed they were on program 4. The patient reported they were not happy with program 4, it was not helping their symptoms. The patient stated they wanted to change programs. Patient was redirected to their healthcare provider. They also stated they wanted to lower stimulation, they stated it was too strong and jolting them. It was suggested the patient decrease stimulation and talk to their healthcare provider about changing programs. No further complications were reported or anticipated.